Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device could not fixate to the abdominal wall. The subject device is available for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in (B)(6) 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ if/when the sample is returned and evaluated or when additional information be received, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic hernia repair procedure on (B)(6) 2022, a bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol ventralight st w/echo 2 mesh. It was reported that when all fasteners seemed inserted in site the first crown was done, the fasteners penetrated through the mesh but they did not penetrate the abdominal wall. It was also reported that the fasteners were released from the device as from IFU, and that adequate counter-pressure was applied at the distal end of the device during fixation. There were no loose or broken fasteners and none of the fasteners fixated the mesh. It was reported that another mechanical fixation device was used to complete the procedure and there was no reported patient injury.

Event description:
As reported, during a laparoscopic hernia repair procedure on (B)(6) 2022, a bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol ventralight st w/echo 2 mesh. It was reported that when all fasteners seemed inserted in site the first crown was done, the fasteners penetrated through the mesh but they did not penetrate the abdominal wall. It was also reported that the fasteners were released from the device as from IFU, and that adequate counter-pressure was applied at the distal end of the device during fixation. There were no loose or broken fasteners and none of the fasteners fixated the mesh. It was reported that another mechanical fixation device was used to complete the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device could not fixate to the abdominal wall. The subject device is available for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in (B)(6) 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Returned was the complaint sample along with four unused lot samples. The complaint sample was received depleted of all fasteners as such a functional evaluation of the device could not be performed. Internal evaluation of complaint sample found no manufacturing anomalies. Functional evaluation on three of the four received lot samples was performed. All the devices worked as intended. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause of the reported event could not be determined due to the returned sample condition. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.